Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device has an internal power issue which causes the defibrillator to fail the test while the unit is unplugged. There was no patient involvement.